Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. During un-packaging of the 3.75 x 12 mm nc trek balloon catheter, resistance was noted during removal of the protective sheath. The nc trek was then soaked in normal saline and prepared inside of the anatomy. During advancement for post-dilatation, some resistance was noted with the anatomy. The balloon was inflated to 6 atmospheres, but ruptured on the first inflation. The nc trek was removed. A new nc trek was used for post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher 6f jr4.0. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use (IFU) instructs the user that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it could not be determined if performing air aspiration inside of the anatomy would have contributed to the reported balloon rupture.